Manufacturer narrative:
Bayer quality assurance product analysis investigation is ongoing. A service check was performed on the injector at the site and found to be performing to specification. Follow-up MDR will be submitted if more information becomes available.

Event description:
The site reported the following: an extravasation of contrast media occurred during an injection using a stellant d injection system. This occurred on a (B)(6) patient undergoing a chest cta. The site reported inflammation in the patient's left forearm following the injection. We are attempting to obtain additional information from the site.